Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Evaluation summary: the cone body provisional fractured circumstantially near the internal c-ring groove. The crack passed through both of the a-p thru holes on the provisional midsection. Crack initiation and/or fractures may have resulted from excessive force applied during removal from the stem using a slap hammer. Repeated autoclave cycles over the device's life may have also reduced the material strength. Evaluation: device history records indicate all components were manufactured and inspected to specification. The device has a potential field age or approximately 6 years.